Event description:
The device was returned to the MFR for analysis after an unk implant duration. No reason for explant was provided. A follow-up report will be sent if additional info becomes available. Same as MFR's report #: 6000030200700230.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.